Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There is tip damage. There are numerous hypotube and shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The nc emerge device inflated and held pressure for 5 minutes without leaking. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09388 and 2134265-2017-09390. It was reported that balloon rupture occurred. The target lesion was located in the calcified mid left circumflex (lcx) artery. Two 2.50mm x 15mm nc emerge balloon catheters were selected to dilate the lesion. However, on both occasion during the first inflation at 16 atmospheres, backflow of blood on the inflation device was noted suspecting a balloon rupture. The devices were completely removed and was replaced with a 3.00mm x 8mm nc emerge balloon catheter. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with the deployment of a stent. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09388 and 2134265-2017-09390. It was reported that balloon rupture occurred. The target lesion was located in the calcified mid left circumflex (lcx) artery. Two 2.50mm x 15mm nc emerge® balloon catheters were selected to dilate the lesion. However, on both occasion during the first inflation at 16 atmospheres, backflow of blood on the inflation device was noted suspecting a balloon rupture. The devices were completely removed and was replaced with a 3.00mm x 8mm nc emerge® balloon catheter. However, during the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with the deployment of a stent. No patient complications were reported and the patient was fine.